Event description:
The patient reported that the insulin infusion device displayed "2.01---" on the screen and was admitting a continuous beeping. The patient reported that he removed the power pack and inserted a new power pack. The insulin infusion device would not complete the system check, but immediately displayed "2.01---" on the screen with the continuous beeping. The patient does not have a back up device to switch to so he stated he will switch to insulin injections until his replacement device is received. No physiological effects reported. No medical treatment required. Product was requested to be returned for evaluation.